Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case cracked/chipped by the front right and left bottom corners, and the right plunger case cracked; no visible contamination. The event history log confirmed motor rate error occurred several times. Functional testing was able to replicate the reported issue. The root cause was determined to be a combination of the stepper motor, worm gear, and worm coupling. The worm coupling, worm gear, and stepper motor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a motor rate error. The product fault occurred before infusion. There was no patient involvement and no harm/adverse event reported.